Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that two weeks prior to the phone call, their doctor changed the settings in their insulin pump. The day prior to the phone call, the customer's blood glucose was 557 mg/dl, then increased to over 600 mg/dl, then decreased to 425 mg/dl and in the morning of the phone call it was 400 mg/dl. The customer stated that they did not treat for the high blood glucose and did not know how to. They were not feeling well so troubleshooting was not performed. The customer stated that they do not think the high blood glucose was because of the insulin pump; they thought it was because of the settings. The customer was advised to contact their doctor. Nothing further was reported.